Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer was unable to boot and generated an error, it powered up and interrogated as expected. Analysis did find that the printer keypad buttons functioned intermittently and therefore the chart recorder keypad was replaced, and that the printer intermittently skipped pages while printing and therefore the printer was replaced. It was further noted that the programmer was missing its stylus and power cord and therefore both were added and the stylus calibrated.

Event description:
It was reported that the programmer was unable to boot up and generated an error code. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.